Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine office visit, the physician contacted a technical service (ts) consultant regarding a left ventricular (lv) lead exhibiting low, out of range left ventricular (lv) impedances ( less than 200 ohms) and causing the device to emit tones. Ts provided recommendations for lead integrity testing and to follow patient with home monitor system. Physician advised integrity testing could not reproduce tones or out of range impedances. All other measurements are within normal range. No adverse patient effects were reported.